Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 28-may-2024, it was reported that patient faced infusion set tubing broke away from cannula, which caused the patient's blood glucose was elevated to 290 mg/dl. No further information available.